Event description:
It was reported that a patient stated that her extension tubing/filter was leaking. Per patient this started about 3:00pm on (8)(6) 2021. Patient did notice this and attributed this to something else. Later in the evening she did notice a little more fluid leakage from the tubing filter but waited till this morning to call instructed patient to change out the cassette (will be doing that after the call) and tubing-saving the extension tubing/filter in case the manufacturer does request to see it. No adverse patient effects were reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4: UDI information is unknown. G5: premarket (510k) number is unknown.